Event description:
On (B)(6) 2013, the pt contacted tech support and reported she thought she was having a heart attack, so the treatment was discontinued and she was taken to the hospital. Upon further follow-up, the pt's daughter reported the pt was evaluated for 6 hours and discharged home with a diagnosis of congestive heart failure. The pt's daughter also explained the pt was getting used to doing more dialysis. The pt was using two 5 liter bags for treatment and was changed to three 5 liter bags for treatment. The pt's daughter denied issues with the cycler and denied large drains and stated the pt continued to use the same cycler without further issue. The iq data and medical records have not been received at the time of this writing.